Event description:
Pt reporting pain post aorto-femoral bypass surgery. Fentanyl/marcaine drip adjusted with no relief. Pump beeping with occlusion message x2. Anesthesiologist checked epidural catheter and was unable to flush catheter. Site checked - catheter was kinked off. After removal of catheter, anesthesiologist unable to flush catheter. Other anesthesiologists have reported similar difficulties with this device over the last several months.